Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer cleared the alarms and resume insulin delivery successfully. Customer's blood glucose ranged from 180-250 mg/dl.